Manufacturer narrative:
The customer¿s report of leaking coming out from hole in the tubing was confirmed. Visual inspection of the set noted 2 holes in the tubing. Functional testing confirmed leaking from the set. The root cause of the customer¿s report was not identified. The cause of the leak is unknown.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The report suggests that during a dextrose 5% infusion, a leak was observed from a hole between the bag insertion point and the proximal additive port. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.